Event description:
It was reported that the bd alaris smartsite gravity set was damaged / defective. The following information was provided by the initial reporter: I am an rn and today noticed a serious issue with a batch of the smartsite gravity infusion sets. The fault is in the y-port, it is oval shaped, instead of round, which causes the inner blue rubber stop to fail, and causes fluid to leak out of the set. This has potential to be a serious incident. The port is proximal to the patient, and if the port is below the patient, and the infusion is finished or stopped, then blood from the patient will backtrack down the tube, leaking out the port. If a patient was left unattended for an extended period, and it went otherwise unnoticed, this has potential to be a serious incident. For general use, medications or blood products will be underdelivered, exaggerated when used with pressure delivery sets.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up for correction. Following the submission of the initial MDR, it was determined that pr# (B)(4) (MFR report #9616066-2026-00189) is duplicate of pr#14001105 (MFR report #9616066-2026-00190). Pr# (B)(4) will be cancelled. This MDR will be voided.

Event description:
No addition information was provided.